Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote transmission showed oversensing and there were two non-sustained tachycardia episodes. These events took place twelve days prior to the patient's death. A cause of death has been requested and reported as unrelated to the device; however a specific cause of death has not been received. The patient died (B)(6) post implant of the cardiac resynchronization therapy defibrillator.